Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed and was determined to be use-related. One 4 fr single-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed the catheter was returned in two segments with the break near the 24 cm depth marker. A statlock was observed to be attached to the molded joint, and biological residue was observed. A functional test of flushing and pressurizing both segments of the catheter with water using a 12 ml syringe was performed; however, no leaks were observed. A microscopic observation revealed a kink in the catheter tubing at the 12 cm depth marker, but no splits. Striations were observed on the fracture surfaces of the break in the catheter, and the fracture surfaces were observed to be flat, even, and lustrous with distinct edges. These findings suggest the catheter was damaged by contact with a sharp instrument. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported fractured PICC leaking around site during flushing by dn. PICC migrated to 9cm from exit. We are not aware of any harm that has come to the patient, however on 2 attempts we were unable to put another PICC in and therefore the patient will continue with peripheral cannulation for her chemotherapy. The catheter was secured with a statlock. PICC had to be removed due to fracture! Had to wait for new PICC to be placed to deliver treatment.